Event description:
The following was reported to the co: when using bolus tracking a pre monitor scan was performed. They were unable to place the roi so they repeated the pre monitoring scan and again were unable to place the roi thus resulting in two unnessecary exposures to the pt. In the end they aborted the program and timed the injection manually. They have since used the program successfully.